Manufacturer narrative:
It was reported that the "light head cardanic is damaged". It was determined that there appeared to be slight separation in the epoxied joint where the cardanic arm met the head of the cardanic configuration. A MDR was filed on this unit as a precaution. Regulatory and quality teams were unsure of the structural dependency on the epoxy at the joint. Based on feedback from the design team in (B)(6) , that joint is structurally supported by a support pin and tightly pulled internal wiring. This unit was returned to stryker and specifically inspected by the (B)(6) team. They concluded that the unit was indeed structurally supported by the support pin and internal wiring at the joint where small separation in the epoxy was visible. They conveyed a low probability of the unit becoming fully separated because of these additional structural components to the epoxy. Thus, the risk line associated with this failure is "equipment is damaged and can be used safely", which is an s0. Because of the low severity related to this event, MDR's for similar events will not be filed moving forward. The root cause for the small separation is undetermined. Based on (B)(6) analysis, it is likely that the unit experienced an unintended increase in load or impact, which would be attributed to customer misuse.

Event description:
It was reported that the light head cardanic is allegedly damaged. A stryker field service technician (sfst) visually inspected the light head and observed that the cardanic joint was compromised and the light head was drifting. The cardanics were removed and new ones were installed. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
It was reported that the light head cardanic is allegedly damaged. A stryker field service technician (sfst) visually inspected the light head and observed that the cardanic weld was compromised the light head was drifting. The cardanics were removed and new ones were installed. A supplemental MDR will be filed when the investigation is completed if new information is available. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the light head cardanic is allegedly damaged. A stryker field service technician (sfst) visually inspected the light head and observed that the cardanic joint was compromised and the light head was drifting. The cardanics were removed and new ones were installed. There was no reported patient involvement or adverse consequences.